Event description:
Patient presented intractable left lower extremity radicular symptoms 5 weeks after l4-5 tlif and l4-s1 plf placing catalyst in lateral gutter on one side and competitive bone graft product on other side. Patient presented marginally elevated inflammatory markers, imaging showed a moderate-sized postop fluid collection bilaterally. Wound exploration with irrigation and debridement was performed out of abundance of caution. No further complications have been reported as of writing of this report.